Manufacturer narrative:
Investigation determined that the user facility has been known to move beds without unplugging the bed properly first resulting in one of the prongs on the plug to break.

Event description:
It was reported that there was no power to the bed. No adverse consequences were reported.